Manufacturer narrative:
The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordae rupture. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation, with an mr grade of 3-4. The first mitraclip delivery system (cds) was advanced towards the mitral valve, positioning the clip was difficult due to the small left atrium. Grasping the leaflets was successful, however because mr did not reduce the clip was not implanted and was removed. A second clip was advanced, the clip was difficult to position. The clip got caught in chordae and when the clip was freed from chordae, a chordae rupture was observed, and mr worsened to 4. The devices were removed, and the procedure was aborted. No clips were implanted. The following day, mitral valve replacement was performed. The patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of tissue damage and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on this available information, the reported difficult or delayed positioning (anatomy) appears to have been a result of challenging patient anatomy. A cause for the reported difficult to remove (anatomy) could not be determined. The reported tissue damage and worsening mr appear to have been cascading events of the reported difficult to remove (anatomy). The reported hospitalization and surgical procedure were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.